Event description:
It was reported that when the device was used during a laparoscopic nissen fundoplication, the charge nurse reported the knots from the cartridge, when used with the device, would come unraveled. She also reported that there was a loud cracking sound as the knots were being applied. The surgeon requested a second and then third device along with a new box of cartridge reloads thinking he had a bad batch. With the third device and the new box of new reloads the case was completed. There was no pt consequence. Two devices and six reloads will be returned.